Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem clinical support educated the customer to always use room temperature insulin. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump, a manual insulin injection and changing pump supplies. The customer would clear the alarm and give a bolus via the pump and resumed insulin delivery to address the issues.